Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 10th, 11th and 12th distal stent segments with struts raised and stretched. No deformation was evident to the distal tip. Deformation was evident to the distal shaft approx. 5cm proximal to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. No other damage evident to the remainder of the device. Image review: two still cine images and one photo were provided from the account. The still cine images provide an angiographic view of the left coronary arteries. One still cine image captures guidewires visible through the lad and lcx. A stenotic and calcified lesion site is visible in the mid lcx. Stent deformation cannot be confirmed from the still cine images. The photo provided captures the endeavor sprint 3.5x15mm stent, with deformation evident to a number of the mid stent struts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor sprint rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 90% stenosis located in the mid circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated using 2.0x15mm and 2.5x12mm balloons. Resistance was encountered when advancing the device but excessive force was not used during delivery. It was reported that the device failed to cross the lesion, the lesion was dilated repeatedly but the stent could still not cross and became deformed in vivo during positioning/advancement. The procedure was completed using another medtronic stent (ensp25014x). The patient is reported to be alive with no injury.